Manufacturer narrative:
(B)(4), during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the proximal area of a saphenous vein graft. A 5.0 x 20 mm nc trek balloon catheter was inflated four times, however, on the fourth attempt it could not be deflated. The balloon was pulled back into the aorta fully deployed and inflated over rated burst pressure to 20 atmospheres to rupture the balloon and remove the device from the anatomy. Another balloon catheter was successfully used to complete the procedure. There was a clinically significant delay in the procedure as it took an extra 40 to 50 minutes to remove the balloon. The patient is fine. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the reported deflation issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.